Event description:
It was reported that cadd reservoir cassette, immediately after opening the package, the customer noticed the blue clip was detached from the cassette housing. No patient injury reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-04580. The report was submitted in error.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Picture attached: one picture was attached and reviewed. Results: picture show a cassette product from part number 21-7302-24 and lot number 4163622, cassette is out of its original packaging. Samples received: one (1) sample was received, sample consist in one (1) cassette product from part number 21-7302-24. Sample was received in with its original packaging inside in a plastic bag in unused conditions. Sample received have a blue clip detached. Failure mode in process: if the blue clip comes is not present it can be easily noticed when the clip is not present because it can?t be assembly and the leak test could not be performed the spring occlusion will be activated and the cassette will be occluded. The most probable root cause is that the blue clip was loose after the product left shm facilities. The cause of the reported problem could not be determined.